Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found no anomalies. No kinks or damage was noted along the entire length of the guidewire lumen. The stent was fully crimped onto the balloon. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2011-00569. It was reported that during a coronary stenting treatment procedure the stent delivery system became stuck on the guide wire. The 4.5 x 24mm veriflex monorail stent delivery system became stuck on the luge guide wire. No patient complications were reported and the patient's status is okay. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2011-00569. It was reported that during a coronary stenting treatment procedure the stent delivery system became stuck on the guide wire. The 4.5 x 24mm veriflex monorail stent delivery system became stuck on the luge guide wire. No patient complications were reported and the patient's status is okay. Additional information was requested and is not available.